Event description:
It was reported that after a laparotomy procedure, where panacryl suture was used, chronic inflammatory wound drainage occurred at multiple sites. The pt was scheduled for surgical removal of the sutures on 10/10/2000. No other information is available.

Event description:
Add'l info received from the customer states that the pt underwent a re-operation on 10/10/00 as scheduled. The physician removed the sutures, but left the incision open to heal by secondary intentions. Cultures taken were positive for mrsa. The pt was placed on antibiotics, lavauquin, an is reportedly doing fine.